Event description:
The customer reported a collimator iris pot error message. This will prevent the system from functioning. There is no report injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.